Manufacturer narrative:
Medwatch sent to FDA on 12/10/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of needle marks, knots, "product moved from around the mouth to the neck," itching, pain and lack of correction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. "Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study." Post-market surveillance: "post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported on behalf of a patient who noted that after injection with 1 syringe of juvederm ultra plus around the mouth the patient noted "knots that can be felt around the bottom lip." The patient also noted that they did not observe any correction and were left with needle marks for 6 weeks, soreness to the face, and itchiness 8 weeks after injection. No treatment has been prescribed to the patient by a physician but the patient self-prescribed topical vitamin c, topical squalene, and topical dimethicone on a date not known. The "needle marks" and itching resolved. The physician reports the problem to be "not enough product used" but believes the patient received "demonstrable results." The patient reports "needle marks" which lasted 6 weeks and "soreness" to the face. The patient was concomitantly injected with botox and 4 syringes of juvederm voluma xc in the temples and cheeks. While the "needle marks" and itching resolved, it is unclear whether the pain has resolved. Patient called 5 months after the initial complaint and reported the same symptoms as initially reported. The patient stated they do not feel they were injected with juvederm, and report to have been told that by "many, many physicians." The patient called again seven months after the initial complaint to report that the product had moved from around their mouth into their neck and created "knots." This is the same event and the same patient reported under MDR ID # 3005113652-2015-00841 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.